Event description:
It was reported that the patient presented for an unrelated ablation. During the fluoroscopy it was noted that the left ventricular lead had dislodged at an unknown date and migrated to the right ventricular outflow tract. The lead was explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 76.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.